Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient was hospitalized due to seizures. The device was turned off for an eeg as a result. It is unknown what troubleshooting was performed related to the issue. No further complications are anticipated.